Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, there were repeated c-34 errors when using monopolar energy. The customer tried to power cycle the integrated electrosurgical unit (iesu) or erbe, with no success. The customer tried a different instrument and instrument cable. The intuitive technical support engineer (tse) advised that the generator would need to be replaced, and that a covidien generator with a backup generator activation cable could be used. The customer was able to locate a backup generator activation cable and continue with the procedure. There were no reports of patient injury. The issue was escalated to intuitive field service.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to repeated error c-34. System tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi reviewed the site¿s complaint history which revealed (B)(4). A review of system logs confirmed: a nephrectomy procedure was performed on (B)(6) 2024 on system sk5671 and possible related system error 25913.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure (c-34 errors) was confirmed and reproduced on erbe connected to the system. Visual inspection shows the erbe has no significant scratches or dents. The front bezel is in decent condition. The erbe was placed on a system and was run in normal mode and will be returned to original equipment manufacturer (OEM) for additional failure analysis. Failure analysis confirmed error c-34. The probable cause is attributed to an electrical component failure.